Event description:
It was reported that the catheter was disconnected from the pin connector. The pump disconnect was confirmed during a revision procedure where the pocket was opened and the connections assessed. The catheter was reconnected. According to the doctor the patient was doing good. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).